Manufacturer narrative:
Additional narrative: a complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes complaint handling unit forwarded the following: I received a call from a patient¿s sister yesterday regarding an allergic reaction her brother had towards the bengal and skyline anterior cervical plate system, which are both depuy spine products. Part information was not available. He is allergic to chromium, nickel & vanadium and has lyme disease. In (B)(6) 2011, he had an acdf c6-c7 performed. At follow-up, it was noted that fusion failed. He was implanted with the bengal system and the skyline anterior cervical plate system. Implants are currently still implanted will discussion for the next course of action due to the metal allergy testing that was done. She is not looking for anything else, but wanted to note that for future surgeries that patient should be more informed of the risk, composition of the implant material, maybe have a metal allergy test be required before implantation and have surgeon inform future patients that implants can be removed once they¿ve healed rather than have it remain implanted.